Event description:
While this device was being used used to expand a coronary stent, the balloon of this device burst inside the stent. There has been no claim of injury related to the event. The device has been returned and analyzed.